Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine device check, the programmer-reported longevity was 4.4-4.7 years until eri, while an in-house calculation yielded 2-2.7 years until eri. No action was performed. The patient will continue to be followed normally.